Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-jan-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2018 the patient complained of moderate to severe headache/positional headache, positional in nature that started after surgery. On (B)(6) 2018 the patient was examined and determined to proceed with a blood patch procedure. A blood patch was performed on the same day ((B)(6) 2018) as a result to stop the headache. It was noted that the system was not modified. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was positional headache. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was lumbar site. It was noted as related to surgery/anesthesia. The event date was . No further complications were reported/anticipated.